Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of second haptic (trailing haptic) of the implant was not deploying properly and stuck on the implant. There was no patient impact. Additional information was received stating event occurred during implant progression in the injection system, during insertion into the patient's eye. The haptic was bonded to the anterior face of the implant and was deployed using a spatula in the patient's right eye. The procedure was completed on the same day (no backup iol used).

Manufacturer narrative:
Correction information was provided in h.6. The manufacturer internal reference number is: (B)(4).